Event description:
It was reported that the pulse generator exhibited backup vvi operation. Upon further interrogation it was noted that the device had low battery. Replacement of the device was suggested. No intervention was performed. The patient was stable during and post event.